Event description:
The technician alleged that the stretcher still rolls after the brake steer pedal is in the brake position. No patient impact.

Manufacturer narrative:
The technician adjusted the brake position for all brake casters to resolve the issue.